Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance, capture anomalies and sensing anomalies. Outer insulation damage was noted at explant.

Manufacturer narrative:
Final analysis found the proximal and distal insulations damaged at 29.3 cm from the connector pin. The proximal and distal coils were shorted in the same location. The damages found were caused by clavicular crush.